Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure undefined high impedance was noted on the right ventricular (rv) lead, although different positions were tried.  Rising thresholds were also noted. The lead was attempted / not used. No patient complications have been reported as a result of this event.